Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she ¿felt a lot of heat, felt burning sensation on back¿. The cause of the heat and burning sensation on her back is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Felt burning sensation on back [burning sensation], patient felt a lot of heat [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A 73-years-old female patient started to receive thermacare heatwrap (thermacare heatwrap) device lot number: w62844, expiration date: mar2021, from on (B)(6) 2018 for back pain. The patient medical history was not reported. There were no concomitant medications. The patient felt a lot of heat, felt burning sensation on back '1 month ago' in 2018. The patient was hospitalized due to felt burning sensation on back. No treatment provided. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the events were recovered. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt a lot of heat, felt burning sensation on back". The cause of the heat and burning sensation on her back is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26nov2018): additional information received from a contactable consumer included: patient data, product data, no concomitant medications,event details, hospitalization, no therapeutic measures, outcome and action taken. Follow-up (20dec2018): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the event of felt burning sensation on back" allegedly patient felt a lot of heat (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of felt burning sensation on back" allegedly patient felt a lot of heat (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] felt burning sensation on back [burning sensation] , patient felt a lot of heat [device issue]. This is a spontaneous report from a contactable consumer. A (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare heatwrap) device lot number w62844, from (B)(6) 2018 for back pain. The patient medical history was not reported. There were no concomitant medications. The patient felt a lot of heat, felt burning sensation on back '1 month ago' in 2018. The patient was hospitalized due to felt burning sensation on back. No treatment provided. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the events were recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (26nov2018): additional information received from a contactable consumer included: patient data, product data, no concomitant medications,event details, hospitalization, no therapeutic measures, outcome and action taken. Company clinical evaluation comment: based on the information provided, the event of felt burning sensation on back" allegedly patient felt a lot of heat (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of felt burning sensation on back" allegedly patient felt a lot of heat (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.